Event description:
It was reported that (3) devices were used during a gastric bypass. It was reported by the affiliate that the tct75 devices were used. The instruments were used for a transection. The pt had a reoperation and extended or time of 2 hours and a extended stay in the hosp of 7 days. The other info is unreadable and awaiting clarification from affiliate.